Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 18dec2018. Multiple attempts have been made to contact the customer. No further information has been received regarding the resolution to the alleged issue. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen requires constant calibration.there was no patient involvement. The event date was not specified; estimate used.